Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing, leading to inappropriate electric shock. In addition, it was noted that the smart pass feature has always been off due to low amplitude. Technical services were consulted and troubleshooting options were recommended. The s-ICD system remains in service and no additional adverse patient effects were reported.